Event description:
It was reported that the trek was unable to deflate after it was used to postdilate a non-abbott stent in the mildly calcified, moderately tortuous target lesion in the mid left anterior descending artery. The trek was removed from the patient while it was inflated. There were no issues with removing the inflated trek. The procedure was completed. Post procedure, outside the anatomy, the trek balloon was pierced and the shaft was kinked while being manipulated by the medical team. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event, patient and device information. Guide wire: balance; guide cath: xb3.5; stent: resolute integrity 3.5x15. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, it was found that the trek had been inflated three times. The failure to deflate was observed under fluoroscopy, which appeared as a fully inflated balloon. There was no resistance noted during insertion of the trek. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty could not be confirmed as the balloon was returned in punctured condition. Based on visual, functional and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.